Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. During failure analysis, the reported issue "system keeps faulting out, error 31089 and 170" was confirmed and replicated. In lighthouse, error 31089, 170 were found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system. Then the golden system was set to run 10 power cycles & sitting idle for 2 days. After that system keeps faulting out, error 31089. The firefly optic cable on ccc was replaced with a known-good cable following the ab procedure. After replacement, the ccc operated as expected. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in ccc psc.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the system repeatedly faulted with a fiber cable message before the case started. Prior to contacting tse, the staff replaced the blue fiber cable to the patient cart, but the same fault reoccurred. The staff then proceeded to swap out the patient cart and was able to use the original blue fiber cable with the replacement cart. After powering on the system with the new cart, no faults were observed. The tse remained on the call for several minutes while the system continued to operate without faults. Log retrieval was not possible due to recent power cycles. The procedure was aborted to another dv system.